Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for tilt, migration and perforation. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicated that model unknown vena cava filter allegedly experienced malposition of device, migration and patient-device incompatibility. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 80 year old female patient was 78 kgs.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The company is still investigating the issue at this time.

Event description:
A review of the reported information indicated that model unknown vena cava filter allegedly experienced malposition of device, migration and patient-device incompatibility. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient was (B)(6) kgs.